Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection the liner has been deformed around the scallops. No further measurements taken due to the deformation. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: g7 bonemaster ltd acet shl 60g cat:010000707 lot:3611985. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-p MDR will be submitted.

Event description:
It was reported that the liner would not insert into the acetabular shell. This surgery was finished with alternative liner. Attempts to obtain additional information have been made; however, no more is available.